Event description:
Per the audiologist, the pt was unable to hear with the implant system. The pt's external equipment was swapped out; however, the problem was not resolved. The results of the integrity test done in 2007, confirmed failure due to intermittency. Explant/reimplant of the pt's internal device is planned. A surgery date has not been reported to cochlear.